Event description:
The pt was being fed using a pump. 540 ml of an enteral feeding solution(water, a carbohyrate-free formula base and mct oil) were hung, and the pump was set to deliver 45 m/hr. 540 ml were delivered in 9 hrs. Following the event, the pt experienced cramping. There was no illness, injury or medical intervention resulting from the event. One pt involved. Note: the date given above is approximate.